Manufacturer narrative:
As reported, a hair was found inside the ventralex st mesh upon opening the sterile packaging. Photo review finds half of the foreign material is laying on top of the mesh strap while the other half presents itself within the mesh strap. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 365 units released for distribution in november 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, a hair was found inside the ventralex st mesh upon opening the sterile packaging. No damage on the outer package was reported. The procedure was completed with a new mesh and there was no patient injury.

Event description:
As reported, during a procedure, a hair was found inside the ventralex st mesh upon opening the sterile packaging. No damage on the outer package was reported. The procedure was completed with a new mesh and there was no patient injury.

Manufacturer narrative:
As reported, a hair was found inside the ventralex st mesh upon opening the sterile packaging. Photo review finds half of the foreign material is laying on top of the mesh strap while the other half presents itself within the mesh strap. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 365 units released for distribution in november 2023. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirmed a thread like foreign matter (human hair) found on the product inside the tyvek pouch. Based on sample and manufacturing process evaluation performed, the root cause is confirmed as manufacturing related. Awareness notification was provided to all appropriate personnel. Our records continue to show there have been no other reported complaints to date for this lot of 365 units released for distribution in november 2023. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.